Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned f or evaluation as it was discarded. The customer provided 3mensio and the following was observed: calcified, tortuous and undersized access vessel with a minimum vessel diameter (mld) of 5.1 mm. The 14f esheath+ used with the 23 mm s3ur and commander ds is indicated for use with mld of 5.5 mm. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for inability to track system through anatomy was empirically confirmed as reported event resembled investigations documented in an engineering technical summary. Available information suggests patient factors likely contributed to the event as the customer reported the patient had "severe vascular tortuosity". Additionally, provided 3mensio shows the patient had calcified, tortuous and undersize access vessels. Patient factors (i.e. Calcification, tortuosity, small vessel size, pre-existing vascular stent) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during tracking. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for inability to withdraw system with valve through vasculature was empirically confirmed the reported event resembled investigations documented in an engineering technical summary. Available information suggests patient factors likely contributed to the event. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Updated sections b2, b5, h1, and h6: impact code.

Event description:
Additional information was obtained from japan tavi registry. On postoperative day 1, the patient died.

Event description:
As reported by our affiliates in japan, during insertion of the commander delivery system, advancement became impossible due to severe vascular tortuosity. When the lunderquist guidewire was introduced, the patient experienced a sudden drop in blood pressure, prompting withdrawal of the delivery system and the bioprosthetic valve to the abdominal aorta. Tee subsequently confirmed a dissection of the descending aorta. ECMO was inserted, and an attempt was made to retrieve both the delivery system and the bioprosthetic valve. However, because the s3ur valve could not be retrieved into the sheath, an incision was made in the left subclavian region and the left subclavian artery. The delivery system was successfully retrieved from the body, while the s3ur valve was palliatively left in the subclavian artery. Following administration of a half dose of protamine, thrombus formation at the entry point of the dissection was observed and the situation was assessed as stabilized. After treatment using devices from another manufacturer, the patient was transferred to the ICU. Per medical opinion, it was considered that the aortic dissection had occurred at the segment of severe vascular tortuosity. The suspected area was evaluated by tee, and a dissection of the descending aorta was confirmed.

Manufacturer narrative:
Investigation is ongoing.